Event description:
It was reported that pump displayed recurring malfunction alarm malf 12, with no notable events before malfunction and no impact to customer¿s blood glucose level above reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, while technical support arranged replacement pump.